Event description:
It was reported that the device had shuts off during infusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue the device had shut off during infusion was not able to be confirmed from the log analysis or replicated during laboratory testing. However, the pca error log showed a software fault that bd software engineering will monitor. Functional testing was performed to replicate the reported issue. An infusion was programmed for 72 (seventy-two) hours and completed successfully without any errors or malfunctions. Preventive maintenance (pm) testing was performed on the pca. The asm pm task completed successfully without any observed errors or malfunctions. The event date was reported as 11 november 2025; the time was not reported. The pca event log showed no record of infusions performed or programmed on the suspect pca. Review of the pca error log showed no record of errors on the reported event date. The pca error log showed a software fault on (B)(6) 2025. The system pca event and error logs were provided to bd software engineering for analysis to determine the possible source of the software fault. Bd software engineering will track and analyze the issue, with additional investigation and/or corrective actions. The bd alaristm system with guardrailstm suite mx user manual v12.3.2 states that channel error means a software or hardware fatal malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Use of a damaged device can result in patient harm. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had shuts off during infusion. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.